Event description:
Customer reported unexpected negative results for two pt samples when tested with capture-r ready-screen (pooled cells), lot cw150. One pt had a known anti-e. For the other pt, the antibody could not be identified but positive results were observed during testing with another lot of product, lot cw155.

Manufacturer narrative:
Customer sent pt samples for investigation testing. Tested pt samples with retention capture-r ready-screen (pooled cells), lot cw150. One pt sample showed a 2+ positive reaction; the other pt sample showed a ntd result. The samples were also tested by tube method with panoscreen I, ii, and iii reagent red blood cells using immuadd as the potentiator. One sample, reported to contain anti-e, was nonreactive at all phases of testing. The other sample, only reacted at room temperature testing with cell #2. Further testing showed the antibody to most likely be an anti-p1. The limitations section of the package insert for capture-r ready-screen (pooled cells) states: "antibody screening tests employing pooled reagent red cells will not be as sensitive as those incorporating the red cells of unpooled single donors." And "negative reactions will be obtained if the test specimens contains antibodies present in concentrations too low to be detected by the test methods employed".